Event description:
Explanting physician reported rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Postal code - (B)(6), phone - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.